Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that in a cataract surgery with intraocular lens (iol) implantation, when the surgeon was pushing the iol out into the capsular bag, the trailing haptic broke from the optic. The lens was removed and replaced with another lens in an initial procedure. Additional information was requested and received, indicating that minor harm occurred as the surgery took longer than expected. Corneal sutures were put in to close the surgical wound. Iris prolapsed during the surgery because the surgeon had increased the wound incision. One day after the operation the patient had corneal edema, and the patient's eye condition was improving.

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ophthalmic viscoelastic device (ovd) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).